Event description:
The customer alleged they received questionable antibody to (B)(6) results for one patient on their e602 analyzer. On (B)(6) 2014, the patient's sample was tested on a siemens centaurxp analyzer and the (B)(6) result was index (B)(6). On (B)(6) 2014, the patient's sample was tested on the e602 analyzer and the (B)(6) result was (B)(6). On (B)(6) 2014, the sample was tested on an architect analyzer and the (B)(6) result was (B)(6). On (B)(6) 2014, the sample repeated on the e602 analyzer and the (B)(6) result was (B)(6). On (B)(6) 2014, the customer stated they repeated the sample multiple times on the e602 analyzer and chose to report a (B)(6) result of (B)(6) outside the laboratory. The customer stated the doctor did not believe the (B)(6) result and asked that the sample be repeated again on other immunology systems. The architect and siemens results were lightly (B)(6). There were no adverse events. The (B)(4) reagent lot number was 175152 and the expiration date was 06/29/2014. It was noted the customer did not run quality control before running the sample.

Manufacturer narrative:
A root cause could not be determined. The customer believed the roche result. There was no sample left for further investigation.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.